Event description:
Pt underwent implantation of a cardioverter defibrillator without complications. While in the recovery room they developed ventricular tachycardia and received a shock to convert the rhythm. Later that night, the pt went into cardiopulmonary arrest and was resuscitated and placed on a ventilator. The pt developed acute renal failure, cardiogenic shock and their congestive heart failure worsened. It was also felt because of the pt's increased troponin level that they had had an mi as well. The pt had multiple therapies (atp and shocks) appropriately from their defibrillator from 5-10-00/5-12-00. In the am of 5/12/00 the pt went into electromechanical dissociation. CPR was performed for 35 mins, but was unsuccessful. The pt was pronounced dead at 9:27 am.